Event description:
Device 3 of 4: reference MFR. Report: 1627487-2012-08795, reference MFR. Report: 1627487-2012-08796; reference MFR. Report: 1627487-2012-08798. It was reported the pt received inadequate pain coverage and experienced pain on the ipg site. The scs system was scheduled for an explant procedure. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.